Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Primary analysis findings noted the defib conductor was distorted medial section at 38 centimeters.

Event description:
It was reported, during an implant procedure, the physician could not pass the lead down a 9fr sheath. The lead was removed and the svc coil appeared damaged. Consequently, another same brand lead was used and passed through the 9fr sheath without difficulty. No patient complications have been reported as a result of this event.